Event description:
Patient was on anesthesia machine and it was identified by the crna that the machine was going to stop in "8" seconds. The patient was given manual ventilation. No harm to patient. Ge technical support came on-site and determined on and off switch failure. Part was replaced by ge in 2008.